Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain female, pain") and autoimmune disorder ("auto-immune disorder, autoimmune disease") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "the procedure took 4 hours due to difficulties inserting the left coil". The patient's concurrent conditions included underweight and inflammatory bowel disease since 2015. Concomitant products included fentanyl from 2013 to 2014, hydromorphone hydrochloride (dilaudid) from 2011 to 2012, morphine since 2014, oxycodone since 2014 and tizanidine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal menorrhagia / prolonged menses, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain and cramps, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced rash ("rashes or skin conditions type: skin rashes") and abdominal pain ("pain, abdominal pain"). In 2012, the patient experienced weight fluctuation ("weight gain/ loss(specify which one) : weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / cramps"), abdominal distension ("swollen abdomen") and procedural pain ("painful post-operative recovery"). The patient was treated with analgesics and surgery (supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, migraine, abdominal distension, alopecia, rash and procedural pain was resolving, the vaginal haemorrhage had resolved and the female sexual dysfunction, headache, abdominal pain and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿device insertion difficult , migraine, dyspareunia, menorrhagia, headache. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, concomitant drugs and disease, new events vaginal haemorrhage, female sexual dysfunction, headache, abdominal pain, weight fluctuation and device monitoring procedure not performed added. Outcome for the events vaginal haemorrhage, added as recovered / resolved. On 1-mar-2018: medical record recieved: case medically confirmed. Reporters details added. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain female, pain") and autoimmune disorder ("auto-immune disorder, autoimmune disease") in a 28-year-old female patient who had essure (batch no. L2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "the procedure took 4 hours due to difficulties inserting the left coil". The patient's concurrent conditions included underweight and inflammatory bowel disease since 2015. Concomitant products included fentanyl from 2013 to 2014, hydromorphone hydrochloride (dilaudid) from 2011 to 2012, morphine since 2014, oxycodone since 2014 and tizanidine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal menorrhagia / prolonged menses, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain and cramps, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced rash ("rashes or skin conditions type: skin rashes") and abdominal pain ("pain, abdominal pain"). In 2012, the patient experienced weight fluctuation ("weight gain/ loss(specify which one) : weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / cramps"), abdominal distension ("swollen abdomen"), procedural pain ("painful post-operative recovery") and weight increased ("weight gain"). The patient was treated with analgesics and surgery (supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, migraine, abdominal distension, alopecia, rash and procedural pain was resolving, the vaginal haemorrhage had resolved and the female sexual dysfunction, headache, abdominal pain, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs lot number was updated as l2843 11-11-2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿device insertion difficult , migraine, dyspareunia, menorrhagia, headache. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received. Event added - weight gain. Lot number was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain female, pain") and autoimmune disorder ("auto-immune disorder, autoimmune disease") in a 28-year-old female patient who had essure (batch no. L2843-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "the procedure took 4 hours due to difficulties inserting the left coil". The patient's concurrent conditions included underweight and inflammatory bowel disease since 2015. Concomitant products included fentanyl from 2013 to 2014, hydromorphone hydrochloride (dilaudid) from 2011 to 2012, morphine since 2014, oxycodone since 2014 and tizanidine since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal menorrhagia / prolonged menses, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain and cramps, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced rash ("rashes or skin conditions type: skin rashes") and abdominal pain ("pain, abdominal pain"). In 2012, the patient experienced weight fluctuation ("weight gain/ loss(specify which one) : weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain / cramps"), abdominal distension ("swollen abdomen"), procedural pain ("painful post-operative recovery") and weight increased ("weight gain"). The patient was treated with analgesics and surgery (supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, migraine, abdominal distension, alopecia, rash and procedural pain was resolving, the vaginal haemorrhage had resolved and the female sexual dysfunction, headache, abdominal pain, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural pain, rash, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs lot number was updated as l2843 (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿device insertion difficult , migraine, dyspareunia, menorrhagia, headache. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain female") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain and cramps"), menorrhagia ("abnormal menorrhagia / prolonged menses"), abdominal pain lower ("severe lower abdominal pain / cramps"), dyspareunia ("dyspareunia,"), migraine ("migraines,"), abdominal distension ("swollen abdomen"), autoimmune disorder ("auto-immune disorder"), alopecia ("hair loss"), rash ("skin rash") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a supracervical hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, migraine, abdominal distension, autoimmune disorder, alopecia, rash and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, procedural pain and rash to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.